Event description:
The customer reported getting a communication error, the field engineer noted that the work station would not completely boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The the image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.